Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that patient was in for routine check and the impedance on channel 2 was greater than 4000 ohms. The healthcare provider (hcp) has not been able to the test and longevity showed 113 months. It was indicated that impedance was likely to clear up, however technical services was not able to verify that. The patient's disease was at an advance stage. A week later, hcp provided that the patient had dead batteries in programmer. Patient changed battery and programmer functioned properly as of (B)(6)2016. The patient was seen in office to verify proper functioning and no interrogation was done.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that impedance measurements were taken of the patient's ins, and an impedance of 4000 ohms was observed on channel 2. The impedance measurements were found to be: ch1 2.3 volts, 60 usec, 130 hz, 600 ohms ch2 0.80 volts, 60 usec, 130 hz, 4000 ohms c and 1, c and 5 longevity showed 120 months the patient's ins battery voltage was 2.60 volts and the electrode impedance was in the 690-1395 ohms range. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.